Manufacturer narrative:
(B)(4) . An event indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. After review, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced air in the patient line while using the homechoice device, during initial drain. The patient was connected at the time of the event. The technical service representative reviewed proper procedures with the care giver, assisted the care giver to end therapy, advised the care giver to dispose of the current supplies and to start therapy over with all new supplies, and advised the care giver to contact their nurse about the event. The patient would complete therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.